Manufacturer narrative:
The filter sets were discarded and not available for analysis. The lot number was not provided therefore, no device history record review was performed. The prisma machine was inspected by the hospital biomedical technician, with no problems identified.

Event description:
A pt who was post operative lung resection was undergoing continuous renal replacement therapy on a prisma machine with prisma hf1000 filter set. The director of nephrology reported the pt had a blood loss with blood transfusion when the blood from the extracorporeal circuits was not returned to the pt following recurrent "filter is clotting" alarms.